Event description:
It was reported that noise was observed on the rv lead and there was diaphragm stimulation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomaly was found.